Event description:
Olympus was informed that during unspecified procedure, the tip of the t3905 had been broken. It was unknown whether the tip had fallen off into the patient cavity or not. However, the tip was retrieved and it never remained in the patient cavity.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 14mm from the distal end. There was a scratch at the broken point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because, the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.